Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 1219977-2016-00176.

Event description:
Report received stated that the patient experienced longer bleeding time with a flixene graft.

Manufacturer narrative:
The lot number was not provided so a device history record review could not be performed and the graft was not returned therefore the root cause could not be identified. Several attempts were made to obtain additional information regarding the complaint and the complainant provided no additional details. All graft lots undergo testing prior to release per internal quality procedures. These tests include the following: longitudinal tensile strength, radial tensile strength, water entry pressure, suture retention, 100% visual and tactile inspection. All test reports are verified to have passed test requirements prior to lot release. The instructions for use list the following precautions related to dialysis cannulation: dialysis cannulation through this graft may be instituted with caution, so long as safeguards are taken to prevent or minimize hematoma formation, pseudoaneurysm, infection and/or material disruption requiring surgical intervention. Vascular access puncture sites must be adequately separated as multiple punctures in the same area may lead to disruption of the graft material and formation of a peri-graft hematoma or pseudoaneurysm requiring surgical intervention. Prolonged bleeding time is common in patients with chronic renal failure. In uremic patients there is impairment of platelet function which is based upon platelet aggregation. Other causes of prolonged bleeding may be the result of careless access technique or vascular puncture sites that are too closely located. Patients receiving dialysis often receive heparin in conjunction with their treatment. This would also contribute to increased bleeding. The instructions for use state that complications may occur in connection with the use of any vascular graft including, but not limited to, thrombosis, pseudoaneurysm, hematoma, seroma, bleeding, weeping and infection.